Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, nausea, vomiting, diarrhea, dark urine, heartburn, epigastric pain, umbilical area bulge, recurrent incisional hernia, and secondary fenestration below mesh. Post-operative patient treatment included laparoscopic incisional hernia repair with symbotex mesh implantation.